Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Advocate is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is below 230mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 294 and 273mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 02/28/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6). Adverse event: customer went to the hospital (B)(6) 2019 due to the high results, while at the hospital, the physician checked his blood labs against the meter, the meter read 318 mg/dl fasting, lab results were 192 mg/dl fasting. Customer was discharged (B)(6) 2019. Customer states that the doctor told him the meter was inaccurate.

Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.